Event description:
Ever since surgery, rptr's pain has increased considerably. He can't stand for more than 30 minutes without severe pain in hips and lower back. Rptr stays constipated and since surgery he has lost all sex drive. Rptr can't put on his own socks and shoes, trim his toe nails, or clean himself after using the rest room.